Event description:
During creation of the corneal flap, the microkeratome entered the anterior chamber of the pt's right eye, causing a corneal injury, corneal scarring, and an irregular astigmatism, necessitating add'l surgical and non-surgical care which included a corneal transplant.